Event description:
I have been a type 1 diabetic since 11 years old and I'm now (B)(6). I have been a dexcom cgm user for years (since early 2018). I started on the g5 and moved on to the g6 in dec. Of 2018. Until (B)(6) 2020 I had not ever experienced any skin irritation associated with placement of the device sensor. The disposable device sensor is adhered to the skin via an adhesive coated textile and is intended to remain in place for 10 days after which time the device sensor is removed (peeled off the body), discarded and a new sensor is placed on a different place on the body. Beginning in late (B)(6) 2020 every sensor I have placed (now about 5-6) resulted in an itchy intolerable irritation and rash. I contacted dexcom and they just keep sending me replacements. Regardless I have not been able to keep this expensive device on for the intended 10 period and am running out of places to apply it to myself. The rash does not resolve completely by the time I cycle back to apply the device on an area previously used. I checked out some cgm user communities and found this has become a common problem with many dexcom users and understand that dexcom has or may have changed their supplier and or the adhesive/textile combination. I have further confirmed with my health care provider that many of their patients using the dexcom cgm have been experiencing the same issues. I even spoke to a dexcom customer service rep. That admitted they had made a design-change to the adhesive and or textile combination, but he defended it saying, "but that was last year so if it were a problem, we would have known by now." I believe that if the current device design, as based upon its current device master record, where subject to biocompatibility testing per applicable parts of iso 10993-5 and iso 10993-10 it may not pass. In the meantime I recently devised a work-around. I first apply a sheet of nexcare tegaderm (having cut small a hole where the cgm sensor's electrode will inject) and then apply the sensor atop the tegaderm thus preventing direct contact of the dexcom sensor adhesive with my skin. Its ridiculous that so many of us that use (and need) this cgm to deal with diabetes have to deal with rash problem as well. I love the dexcom product (I even own the stock) but they should be forced to correct this situation immediately I have several pictures of the irritation I have experienced, and they are up-loaded along with the label from one of the last sensors I applied without tegaderm. This problem has caused us physical pain and a sometimes an oozing pimply rash; it has cost us time, money and reduced the beneficial time for use of the cgm. FDA safety report ID # (B)(4).